Manufacturer narrative:
Age at time of event: (B)(6) years old at time of enrollment in the eminent study.

Event description:
Eminent clinical study. It was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in left mid superficial femoral artery (sfa) with 100% stenosis and was 80 mm long with a proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii b lesion. Target lesion was treated by direct placement of 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 20%. On (B)(6) 2019, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, 739 days post index procedure, the subject duplex ultrasound scan revealed in-stent stenoses. The subject was recommended to undergo interventional procedure as a treatment for this event. On (B)(6) 2021, subject underwent protocol scheduled 24-month follow-up and rutherford classification on the same day was at 3 (severe claudication). At the time of reporting of the event, the subject was considered as recovering/ resolving.

Event description:
Eminent clinical study: it was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in left mid superficial femoral artery (sfa) with 100% stenosis and was 80 mm long with a proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii b lesion. Target lesion was treated by direct placement of 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 20%. On (B)(6) 2019, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, 739 days post index procedure, the subject duplex ultrasound scan revealed in-stent stenoses. The subject was recommended to undergo interventional procedure as a treatment for this event. On (B)(6) 2021, subject underwent protocol scheduled 24-month follow-up and rutherford classification on the same day was at 3 (severe claudication). At the time of reporting of the event, the subject was considered as recovering/ resolving. It was further reported that on (B)(6) 2021, 771 post index procedure, 80% stenosis with lesion length of 10 mm and reference vessel diameter of 5 mm was treated with percutaneous transluminal angioplasty (pta). Post treatment 5% residual was noticed. It was further reported that baseline angiography core lab analysis on (B)(6) 2019 in left distal sfa involving ppa revealed mild calcification, absence of thrombus, ulceration and aneurysm. Inflow tract patency (= stenosis < 50%) was not shown. On (B)(6) 2021, 739 days post index procedure, the subject visited the site for protocol scheduled 24-month follow-up and complained of severe pain, stiffness, and ache in left leg. Walking distance was limited to 200m per source. On arrival, rutherford classification at 3 and abi was at 0.66. Duplex ultrasound scan revealed 75-99% in-stent stenosis in left distal sfa involving ppa. No action was taken at the time of diagnosis. The subject was recommended to continue plavix and was recommended to undergo interventional procedure as a treatment for this event. On (B)(6) 2021, 5000 units of heparin was administered via intra atrial route as medication. Of note, an option of drug eluting balloon was discussed. However, the subject denied due to long term side-effects. On (B)(6) 2021, the event was recovered/ resolved, and the subject was discharged.

Manufacturer narrative:
A2 - age at time of event: 59 years old at time of enrollment in the eminent study.

Manufacturer narrative:
A2 - age at time of event: 59 years old at time of enrollment in the eminent study.

Event description:
Eminent clinical study: it was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in left mid superficial femoral artery (sfa) with 100% stenosis and was 80 mm long with a proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii b lesion. Target lesion was treated by direct placement of 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 20%. On (B)(6) 2019, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, 739 days post index procedure, the subject duplex ultrasound scan revealed in-stent stenoses. The subject was recommended to undergo interventional procedure as a treatment for this event. On (B)(6) 2021, subject underwent protocol scheduled 24-month follow-up and rutherford classification on the same day was at 3 (severe claudication). At the time of reporting of the event, the subject was considered as recovering/ resolving. It was further reported that on (B)(6) 2021, 771 post index procedure, 80% stenosis with lesion length of 10 mm and reference vessel diameter of 5 mm was treated with percutaneous transluminal angioplasty (pta). Post treatment 5% residual was noticed. It was further reported that baseline angiography core lab analysis on (B)(6) 2019 in left distal sfa involving ppa revealed mild calcification, absence of thrombus, ulceration and aneurysm. Inflow tract patency (= stenosis < 50%) was not shown. On (B)(6) 2021, 739 days post index procedure, the subject visited the site for protocol scheduled 24-month follow-up and complained of severe pain, stiffness, and ache in left leg. Walking distance was limited to 200m per source. On arrival, rutherford classification at 3 and abi was at 0.66. Duplex ultrasound scan revealed 75-99% in-stent stenosis in left distal sfa involving ppa. No action was taken at the time of diagnosis. The subject was recommended to continue plavix and was recommended to undergo interventional procedure as a treatment for this event. On (B)(6) 2021, 5000 units of heparin was administered via intra atrial route as medication. Of note, an option of drug eluting balloon was discussed. However, the subject denied due to long term side-effects. On (B)(6) 2021, the event was recovered/ resolved, and the subject was discharged. It was further reported that it was confirmed that the target lesion was located in the left distal sfa involving the ppa (posterior popliteal artery).

Manufacturer narrative:
A2 - age at time of event: 59 years old at time of enrollment in the eminent study.

Event description:
Eminent clinical study it was reported that in-stent restenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in left mid superficial femoral artery (sfa) with 100% stenosis and was 80 mm long with a proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5 mm and was classified as tasc ii b lesion. Target lesion was treated by direct placement of 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 20%. On (B)(6) 2019, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, 739 days post index procedure, the subject duplex ultrasound scan revealed in-stent stenoses. The subject was recommended to undergo interventional procedure as a treatment for this event. On (B)(6) 2021, subject underwent protocol scheduled 24-month follow-up and rutherford classification on the same day was at 3 (severe claudication). At the time of reporting of the event, the subject was considered as recovering/ resolving. It was further reported that on (B)(6) 2021, 771 post index procedure, 80% stenosis with lesion length of 10 mm and reference vessel diameter of 5 mm was treated with percutaneous transluminal angioplasty (pta). Post treatment 5% residual was noticed.